Manufacturer narrative:
MFR rec¿d date: 20sep2019. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit is check vent referencing the primary alarm failing, and motor speaker test failing on the (pm) power management board. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 23oct2019. Report date: 24oct2019. The customer complaint cannot be verified on the returned speaker assembly. No fault was found on the returned part. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/06/2019. The manufacturer¿s field service engineer (fse) verified that the check vent is referencing the primary alarm failing with motor speaker test failing indicating the primary speaker. The fse had customer verify that the speaker was connected to the pm board. The fse powered on unit in diagnostic mode, found codes referencing the primary alarm failed with speaker test fail on pm speaker. The fse powered on unit in normal mode, found unit had check vent alarm: primary alarm fail. The fse replaced the speaker connected to pm (pcba)printed circuit board assembly. The fse powered on unit, and unit speaker test passed. The manufacturer¿s field service engineer (fse) replaced the speaker connected to pm pcba. The fse powered on the unit in normal mode, and unit operation ok.

Event description:
The customer reported that the unit is check vent referencing the primary alarm failing, and motor speaker test failing on the (pm) power management board.